Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew was loosened to allow the lead to be repositioned and then the setscrew "slipped." It was indicated that the patient could not tolerate the treatment process, so the implant procedure was completed without a system being implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the right ventricular (rv) setscrew block. The returned device indicated foreign material on the rv and atrial grommets. The returned device indicated a damaged rv grommet. The returned device indicated foreign material on the rv set screw. The returned device indicated the rv set screw had a rounded socket. The returned device indicated a damaged rv set screw. The returned device indicated the rv set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.